Event description:
The dr was inserting a bone screw to be used with the external fixation system. He utilized a 3.2mm drill bit and pre-drilled a hole for the screw. The operative technique recommends that a 4.8mm drill bit be used. The dr then inserted the screw into the hole and attempted to tighten it into proper position. The threaded portion of the screw shaft broke and a portion of the threaded shaft was left in the pt's tibia.